Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the product was not returned for evaluation. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheath. Following the protected pci, a 14f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. Buckling and bending occurred to the bypass tube when resistance was met. The first 14f manta device was removed and a second 14f manta device was opened and deployed, completing closure. The patient did not experience any harm or health consequences from this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the manta device would not track through it's sheath. Another was opened and worked well. Additional information received on 08jan2024: experienced resistance with advancing the bypass, but the attempt was aborted and another manta device was used successfully. No complication noted in patient chart.

Event description:
It was reported that: the manta device would not track through it's sheath. Another was opened and worked well. Additional information received on 08jan2024: experienced resistance with advancing the bypass, but the attempt was aborted and another manta device was used successfully. No complication noted in patient chart.

Manufacturer narrative:
(B)(4).